Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pump remains in use. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicates that the patient had noted drainage from his driveline (dl) exit site. Cultures of the site from (B)(6) 2016 proved to be positive for (B)(6). An abdominal/pelvis computerized tomography (CT) revealed no adjacent fluid collection or air bubbles along the dl site with sensitivity partly limited by streak artifact. The patient was initially started on intravenous (IV) zosyn and vancomycin. This was changed to ceftriaxone on (B)(6) 2016 with cefazolin added on (B)(6) 2016.

Manufacturer narrative:
Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course; including earlier episodes of infection. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed a fever and a cough with shortness of breath and chest pain on (B)(6) 2016 and presented to a local hospital. The patient was reported to have been diagnosed with pneumonia and was given oral levaquin but refused to be admitted. Blood cultures obtained on that day proved to be positive. The patient was given intravenous (IV) daptomycin in the local facility and drove to a ventricular assist device (vad) implanting facility. The patient was admitted there on (B)(6) 2016 where he/she was noted to have leukocytosis. The patient was pan-cultured with the only positive result being staphylococcus aureus at the dl exit site. This was treated with IV vancomycin and zosyn. A chest x-ray (cxr) were suggestive for an effusion and infiltrate or atelectasis. The patient¿s vancomycin and zosyn were discontinued and he/she was started on nafcillin after the blood cultures from the previous facility proved to be positive for staphylococcus aureus. Blood cultures from the vad-implanting facility remained negative; though the patient had been on antibiotics since admission. The patient underwent video-assisted thorascopic surgery (vats) on (B)(6) 2016. The surgeon noted a fair amount of turbid fluid during the procedure and this was suctioned and sent for culture. This fluid and the tissue surrounding it proved to be positive for staphylococcus aureus. In addition, the surgeon noted another pocket of frank purulence anteriorly and two pockets posteriorly which were all drained. These appeared to be benign. Two chest tubes were placed. The site did indicate that a communication between the patient¿s lung space and the dl infection was not ruled out. On 24jun2016, the patient¿s condition worsened which required bronchoscopy. Bronchial fluid proved to be positive for gram negative rods and the patient¿s antibiotics changed to ceftriaxone to cover both (B)(6) and gram-negative rods. These gram-negative rods proved to be escherichia coli. The patient was discharged home on (B)(6) 2016 on IV kefzol with a plan to transition to longterm suppressive keflex. This was changed to oral keflex and then bactrim ds. The site reported that this event was resolved and possibly related to the study device.